Event description:
Patient had an order for corflo 10fr keofeed insertion. 1st attempt, corflo 10fr keofeed was placed without adverse event. Chest x-ray confirmed appropriate tip insertion. Stylet was removed, and I was unable to flush the corflo 10fr keofeed tube. Rn removed the keofeed tube, and the tip of it was severely bent/kinked which did not allow it to be flushed. A new corflo 10fr keofeed tube was obtained and inserted without any issues. A chest x-ray was obtained while rn was in my other patient's room, and upon exiting the room rn reviewed the image on the computer and noticed that it was in the right lung. Rn notified md and removed the corflo 10fr keofeed tube. Additionally, a pneumothorax was present, and the general surgeon md was consulted. This resulted in the patient needing a CT chest with contrast, intubation, chest tube insertion, and also the patient had a bedside egd performed by general surgeon md to evaluate for esophageal perforation. Under guidance with the endoscope, general surgeon md inserted a new size corflo 10fr keofeed tube. After getting x-ray confirmation of this tube, the stylet was removed, and it will not flush. 4 rn's attempted to troubleshoot this without resolve. Intensivist md was notified. Another rn reported to rn that she has also had recent issues with our keofeeds kinking and having placement difficulties. I'm wondering if there is some sort of manufacturing defect with the tubes.